Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is unknown. Additional information received: photos were received for review. During the visual analysis, the following was observed: the photos show a trocar inside of a plastic bag with the trocar sleeve broken off and with blood on the trocar sleeve. In addition, photos also show the tyvek wrapper of the bladeless device with the lot number and expiration date. Based on the set of photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does surgeon believe any piece of the trocar sleeve still remains in the patient? Event description states the hospital kept the trocar for their own testing. Can this device also be shipped back to our engineering team for device analysis? What attempts were made to determine if all parts were retrieved (was device inspected to see if retrieved part completes the trocar sleeve or does it appear that a piece is missing)? Is there video available from the procedure? Has the post op care of the patient been altered in any way as a result of this reported device issue? What is the current status of patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the consultant reported that he used excessive force when using a liver retractor. The end of the trocar sleeve splintered off into the patient. The consultant searched for the splintered parts and found the large piece, however they believe there is still a very small piece missing and potentially still in the patient. The consultant explained that he wasn¿t concerned and has informed the patient.